Event description:
This case was initially received via regulatory authority (ansm, reference number: r2111136) on 10-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced paraesthesia ("paraesthesias"), malaise ("repeated malaise"), sensorimotor disorder ("motor disorders"), premature menopause ("early menopause (no family history and medical follow-up after the 4th pregnancy inconsistent with the occurrence of early menopause)") and psychological trauma ("trauma caused by the many months of seeing many different doctors and the very disabling"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 2 months after insertion of essure. The patient was treated with surgery and psychological follow-up. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown, the paraesthesia, malaise and sensorimotor disorder had resolved and the premature menopause and psychological trauma had not resolved. The reporter provided no causality assessment for malaise, medical device removal, paraesthesia, premature menopause, psychological trauma and sensorimotor disorder with essure. The reporter commented: progressive deterioration of the state of health 2 years after the insertion of the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced paraesthesia ("paraesthesias"), malaise ("repeated malaise"), sensorimotor disorder ("motor disorders"), premature menopause ("early menopause (no family history and medical follow-up after the 4th pregnancy inconsistent with the occurrence of early menopause)") and psychological trauma ("trauma caused by the many months of seeing many different doctors and the very disabling"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 2 months after insertion of essure. The patient was treated with surgery and psychological follow-up. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown, the paraesthesia, malaise and sensorimotor disorder had resolved and the premature menopause and psychological trauma had not resolved. The reporter provided no causality assessment for malaise, medical device removal, paraesthesia, premature menopause, psychological trauma and sensorimotor disorder with essure. The reporter commented: progressive deterioration of the state of health 2 years after the insertion of the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.